Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Visual evaluation of the liner identified nicks and gouges all over the surface. The elevated rim was fractured off. No other damages were noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer femoral head sterile product do not resterilize 12/14 taper, cat # 00801803602, lot # 62246374, unknown stem, unknown cup. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0002648920-2020-00267.

Event description:
It was reported that the patient underwent a total hip arthroplasty 7 years ago. Subsequently, the patient fell and was recently revised due to dislocation. During the revision surgery, the surgeon noticed the elevated rim was broken off the liner. He continued the case using the constrained liner, leaving all the implants in their same location. The head and liner were removed and replaced. It was reported that no additional information is available.